Event description:
Additional information received reported that the event was not a device issue. The patient was doing ¿fine.¿

Event description:
Additional information stated the patient's condition had improved. It was also reported the patient's deep brain stimulation (dbs) activities were put on hold at the time of report.

Event description:
It was reported that a chronic subdural hematoma "happened sometime after the lead implant." Additional information was requested, but not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).